Manufacturer narrative:
The device was returned for analysis. The reported foot separation was confirmed. The reported proglide did not feel correct during deployment of the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in an unspecified vessel was attempted with a proglide device relative to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, the deployment of the proglide did not feel correct. Under ultrasound, the deployment arm [foot] was found in the patient. An unspecified method was used to achieve hemostasis. No additional information was provided.